Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that controller was going "whacko". Battery percentage was registering as 100%, then dipping down to 90% during the day and then back to 100% at night. It was reported that stimulation was not felt and patient was advised to connect with their health care provider. No further complications reported and/or anticipated at this time.